Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3889-28, lot # v704349, implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type lead.

Event description:
The health care provider reported the device was removed for lack of efficacy and the representative do not have any further details about this patient or event. It was reported that the issue resolved at the time of this report. The patient's indicators were for urinary dysfunction/sacral nerve stim /sacral nerve stim/ gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.